Event description:
It was reported that the device was explanted due to infection. The patient's condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.